Event description:
It was reported that during continuous cycling peritoneal dialysis (ccpd) patient experienced discomfort during treatment. Her effluent was pink-tinged. She was seen in her dialysis clinic where her effluent was sent for culture. She began antibiotics on (B)(6) 2014. Culture results were negative and white blood cell counts were elevated. The physician ordered the patient to continue on antibiotics for the full course due to suspected peritonitis. Patient completed treatment and is still on peritoneal dialysis.

Manufacturer narrative:
The device has not been returned yet for physical evaluation. A supplemental report will be submitted upon final review by post market clinical physician and completion of plant's investigation. Related MDR: 8030665-2014-00212.